Event description:
The customer reported that the unit keeps turning on/off by itself. Review of the diagnostic report shows that the unit lost power and shut down. The manufacture service tech evaluated the device and could not duplicate the customer reported problem. The service tech consulted product support and recommended replacement of power supply, mmi board, power switch, and main cable. Applicable final testing was completed and tests passed per operating specifications.